Manufacturer narrative:
(B)(4). This report was filed by the MFR. The affected product has been received and the eval is pending. A follow up report will be submitted once the eval is completed. (B)(4).

Event description:
The customer reported the male luer of the secondary set broke off inside the smartsite port. There was no pt harm or medical intervention required. Although requested, no add'l pt or event details were provided by the customer.